Event description:
It was reported patient experienced a "massive headache." It was also reported there was a "tear in a part of the spine" and a blood patch was performed. The drug being used in the pump was morphine (unknown). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received reported that on the day of the implant surgery, the patient's blood pressure was "dropping uncontrollably." The "massive headache" as reported previously started right after the implant surgery.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).